Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis only open one pocket for medication. User required to store nitroglycerin vials both in the fridge and at room temp, but pyxis is only allowing nursing to pull from the fridge pocket when they are wanting to pull from the room temp pocket, and there are vials stocked in both locations. No failed door. There were no adverse events or injuries reported based on this event.